Event description:
The customer contacted beckman coulter inc (bec) to report a clear leak around the left side of the lh750, however, the customer was unable to locate the source. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment are associated with this event. On the date of the event, a field service engineer (fse) observed that the aspiration line of the slidemaker was leaking. The aspiration line for the slidemaker is also the needle-vent line for the analytical station. The affected tubing lines carry blood and diluent during operation and clenz (cleaner). The fse replaced the aspiration line and the dispense line of the slidemaker which both showed sign of wear. No further evidence of leak was noted. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak is slidemaker aspiration tubing was leaking from normal wear.

Manufacturer narrative:
(B)(4).